Event description:
Procedure: lap splenectomy. According to the reporter: when the purstring was pulled away from the plunger, the pouch had already disengaged. Another one was used to complete the procedure. Nothing fell into the pt cavity.